Manufacturer narrative:
G4:12mar2021. B4:16mar2021. The customer reported that the issue was resolved by replacing the user interface (ui) assembly. The device's software was updated for compatibility with the new ui assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 16dec2020.

Event description:
The customer reported the display is dim and they are unable to read the display. There was no patient involvement. The remote service engineer advised to replace the lcd and provided the part number for the new user interface assembly.